Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to update section h3, and to provide the completed investigation results. One 24 cm tr regular band assembly and its inflator were returned for product evaluation. Visual inspection revealed that the inflation balloon and inflation tube assembly were broken off from the large and small balloon assembly. The breakage was at the connection tube, the connection was broken in half at the d weld on the large balloon. The connection tube was viewed under microscope to further confirm the breakage. The operations quality engineer was notified and requested to view the sample. It was confirmed by the operations quality engineer that the return sample was broken at the connection tube at the d weld of the large balloon. All other components did not have any anomalies or damage. In addition, leak testing is also performed in order to ensure proper weld bonding before it is released from terumo medical corporation control. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that that maneuvering and mishandling of the device while attempting to inflate it likely contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 24july2020: it was reported that they tried to inflate the tr band and then they noticed blood at the access site. They inflated more air noticed the tr band was not inflating at all, so they switched to a new tr band. Customer confirmed they did not see any noticeable damage on the tr band after they removed it from the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that post cath, a tr band was placed on the patient and air was administered to the band. Syringe was removed. They looked back and the patient was bleeding from sheath site. They tried to put more air back in the band however it did not hold after the syringe was removed from the valve. They took off the tr band and replaced it with a new tr band. The air holds in the balloon and compression holds. They seem to think the valve is bad. The patient condition was good. The procedure outcome was good. There was no patient injury/medical or surgical intervention. Additional information was received on 01june2020: blood loss was less than 250cc's.